Event description:
Customer reported to beckman coulter, inc. (Bec) that the wash station of the unicel dxc 600i synchron access clinical system (dxc 600i) was leaking wash solution. Customer reported that the dxc 600i generated level sense error. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the cap piercer wash station was not draining. The fse flushed tubing #118 with 10% bleach and cleared an obstruction. The fse verified the repair was performed per established procedures.

Manufacturer narrative:
(B)(4).